Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.